Manufacturer narrative:
(B)(4). During visual inspection of the returned sample, no issues were found. Leak testing, clear passage testing and clamp function testing were performed without any issues. The measurement of the uv spike outside diameter was determined to be within specification. As a result, the sample was not confirmed for the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the uv flesh transfer set had a leak around the root of the spike during use. The transfer set was used for one day. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.